Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: sedr01 ipg, implanted (B)(6) 2010. (B)(4).

Event description:
It was reported that the patient had pacemaker syndrome. The artial lead had low pacing impedance with insulation damage. The lead was capped and replaced. No patient complications have been reported as a result of this event.